Event description:
The enlite cgm is inconsistently accurate. It incorrectly suspended my son's insulin pump because it read his levels at 40 when his blood glucose was 176. Its readings continued to be inaccurate even after calibration and re-starting the cgm that it continued to suspend insulin administration causing his blood sugar to rise to 398 with ketone production. I had to resort to mdi correction and shutting the cgm off.